Manufacturer narrative:
Model number/catalog number: sc-8416-50, serial number: (B)(4), batch/lot number: 21393366, model/catalog description: artisan MRI paddle lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent and ipg and lead explant procedure.